Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient faced an event where the tubing of the catheter had torn off at the end connected to the catheter on (B)(6) 2025. Blood glucose at the time of event was displayed high. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure